Manufacturer narrative:
Patient believed to have sensitivity to the ink found in its tattoos had vomited following laser removal procedures. Patient then had medical intervention from an urgent care clinic and was given prednisone medication for post treatment care. Treatment technique was not followed per the clinical reference guide since tattoo removal sessions were not performed at appropriate time intervals. The clinical reference guide identifies that treatment sessions for tattoo removal should be administered at 6-8 week intervals, while the customer site only performed at every 4 weeks. Cynosure also advised the customer site to discontinue any laser treatments on the patient due to its post treatment responses. This event is an isolated issue since it involves the patient's sensitivity to tattoo ink, so its reaction is relevant to a possible pre-existing condition. The device was evaluated and operated as intended, no problem found. This event is reportable because the patient had medical intervention at the urgent care clinic.

Event description:
Patient experienced multiple vomiting episodes following laser tattoo removal procedures.